Manufacturer narrative:
E1 reporter phone #: (B)(6). Reporting institution phone #: (B)(6). The customer worked with the philips application specialist and field specialist. It was reported the monitors were installed about two weeks ago and the configuration was taken over from the other stations that did not activate the extreme pressure alarms. The extreme pressure alarms were manually configured on (B)(6) 2025. The configuration was corrected at the customer's site and installed on the devices. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the invasive blood pressure does not provide red alarms as expected, but only 2-star yellow alarms. The patient being monitored was unstable and on catecholamine infusion to manage blood pressure. An extreme low blood pressure event occurred with only yellow alarms occurring per configuration, which lead to a delay in adjustment of the infusion rate. The patient deteriorated significantly at first with a worsening of their shock condition but then recovered with no permanent damage. After this time, the patient was transferred to another unit with monitors that had extreme pressure alarms configured. An onsite configuration update was in progress.

Manufacturer narrative:
It is unknown if the reported serial number (B)(6) was also used in this event. The customer reported two events, see manufacturer reference 9610816-2025-001148. Additional information was requested; however, no response was received to this question. Remote analysis was conducted by a remote service engineer (rse), which included a review of the device audit logs. The rse was able to confirm the reported behavior: all ibp alarm events were configured and displayed as yellow alarms, with no red alarm conditions triggered. Further investigation identified that the extreme pressure alarm limits¿responsible for generating red alarms¿had not been activated in the configuration of the newly deployed devices. This configuration gap resulted in the absence of high-priority alarm conditions. To resolve the issue, the extreme pressure alarms were enabled on the affected devices. Following this correction, the alarm system was restored to expected functionality. The device remained in service at the customer site. It was also noted that the ward manager was not present during the initial configuration meeting held on (B)(6) 2025. In her absence, her deputy provided verbal instructions to transfer the existing configuration from the mp50 monitor to the mx500 monitor without modifying parameter settings.